Event description:
Customer reported that a patient expired serveral days following atrial septal defect repair. Cause of death reported as "bleed out" from a cardioplegia punction site that was closed with an unspecified suture. No further information was provided.